Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer report was observed and attributed to the analog board. The analog board was replaced to resolved the problem. The device was recertified and returned to customer. Analysis of reports of this type not identified an increase in trend.